Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The customer's reported problem was "over infusing (set for 20 ml, infuses 22ml)". Inspection of the pump's event log showed no evidence of reported problem. Performed three separate delivery accuracy tests and a visual inspection of the pump. The customer's reported problem regarding delivery accuracy was not confirmed. The delivery accuracy tests performed within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
It was reported that a cadd® cadd-prizm® vip system over infused (set for 20 ml, infuses 22ml). There was no reported patient involvement.